Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the lot history record indicated an expiration date (use by date) of 31-december-2020 and the procedure date was (B)(6) 2021 which is approximately 2.5 months post expiration. It should be noted that the electronic proglide instructions for use, in the graphical symbols for medical device labeling section, indicates the use by symbol, which is the next to the expiration date. It is unknown if the use after expiration contributed to the reported event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: there wasn't a need to upsize the sheath. The same 10f sheath was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 10f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the suture separated. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.